Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently responding and required excessive force to activate a response. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok, up arrow, and down arrow keypad buttons are sticking, intermittently unresponsive, and feel 'spongy'. The reporter stated that the issue began approximately two weeks ago. There were no reported blood glucose excursions as a result of the alleged malfunction. The patient reportedly wears the pump on her belt and does not clean the pump. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.